Event description:
It was reported that pump generated cartridge alarm during load process, and customer had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, tandem technical support arranged pump replacement even though pump was out of warranty, and caller declined offer for out-of-warranty loaner pump.